Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following results from (B)(6) 2024 were provided: (normal range > 12 months 3.5 to 5.2 mmol/l) sid (B)(6) 36-year-old male initial result 6.500 mmol/l, repeat result 4.600 mmol/l (sn (B)(6)). Sid (B)(6) 69-year-old male initial result 7.200 mmol/l, repeat result was 5.100 mmol/l (sn (B)(6)). No impact to patient management was reported.

Manufacturer narrative:
Updated information in section d4 primary UDI number. The customer replaced the ict module but the issue persisted. The field service representative (fsr) inspected the instrument, performed the internal probe wash pump test, adjusted the cuvette wash flow, verified cuvette washer alignment, washed the cuvettes, and replaced the mixer 1, sample probe, and r1 reagent probe. No additional discrepant result issues have been reported since the service activity was completed. The reagent probe was determined to be the likely cause of the issue. No additional discrepant/erratic results have been reported since the service activity occurred. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any trends for the reagent probe. Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue related to the alinity c system, likely cause part, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following results from (B)(6) 2024 were provided: (normal range > 12 months 3.5 to 5.2 mmol/l) sid (B)(6) 36-year-old male initial result 6.500 mmol/l, repeat result 4.600 mmol/l (sn (B)(6) sid (B)(6) 69-year-old male initial result 7.200 mmol/l, repeat result was 5.100 mmol/l (sn (B)(6). No impact to patient management was reported.